Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. No additional tests were performed as part of this investigation since product code h5130 is not currently in production. No issues or discrepancies were found in the device history record of product code h5130 / batch 74d1801524 that can be related to the failure mode reported. Per sample picture analysis the customer complaint is confirmed. Further investigation has been activated to address the root cause. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the suture pouch was unsealed during incoming inspection.